Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 58% to 5% within fifteen months. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The explanting facility made the decision not to return the device for analysis as it was contaminated.